Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Upon review by the manufacturer's investigation unit, a retain sample of the infusion set was leaking at the headset. No adverse event reported. The infusion set was investigated.